Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08720 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the primary svn#: (B)(6) event date of 19-mar-2025, there is autosuspend (12) recorded in the formatted history file on: (B)(6) 2025 03:54:00.000, on (B)(6) 2025 13:54:00.000, on (B)(6) 2025 14:04:00.000. Upon checking the pump diagnostic trace file, auto suspend alarm was expected since no keys pressed in the time duration set (10 hours) for auto suspend. On the related svn#: (B)(6) event date of 03-mar-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: (B)(6) event date of 19-mar-2025 and related svn#: (B)(6) event date of 03-mar-2025 listed on smartsolve due to insufficient data in the trace/history files. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 1 week prior to the primary svn#: 000319387167 event date of 19-mar-2025 and related svn#: (B)(6) event date of 03-mar-2025, these pump error(s)/alarm(s) were noted: sg calibration error (776) was found on: (B)(6) 2025 09:23:48.000, on (B)(6) 2025 05:46:32.000, on (B)(6) 2025 19:17:53.000, on (B)(6) 2025 17:11:56.000. Sg calibration error 2 (838) was found on: (B)(6) 2025 19:38:27.000, on (B)(6) 2025 17:30:17.000, sensor error alert (801) was found on: (B)(6) 2025 18:54:56.000, on (B)(6) 2025 02:54:58.000, on (B)(6) 2025 21:07:04.000, on (B)(6) 2025 00:02:06.000, on (B)(6) 2025 01:27:07.000, on (B)(6) 2025 03:47:06.000, on (B)(6) 2025 17:45:48.000, on (B)(6) 2025 03:20:50.000, on (B)(6) 2025 04:20:51.000, on (B)(6) 2025 08:25:47.000, on (B)(6) 2025 10:25:50.000, on (B)(6) 2025 12:30:50.000, on (B)(6) 2025 14:30:51.000, on (B)(6) 2025 16:35:52.000, on (B)(6) 2025 16:45:00.000, on (B)(6) 2025 20:18:25.000, lost sensor 1 alert (780) was found on: (B)(6) 2025 21:24:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sg calibration error, sensor error alert, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. The pump was programmed with a test guardian 3 link sensor and the glucose sensor simulator. Programmed the sensor low settings for 90 mg/dl and turned the alert on low, suspend on low, and resume basal alerts on. Pump was monitored, the glucose sensor simulator bg level was lowered, and the alert on low, suspend on low, and resume basal alerts activated at 90 mg/dl properly with audio alerts. No absence of alarm (alert on low) or suspend anomaly noted. Multiple no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2025 during bolus/basal deliveries. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Auto suspend was found on: (B)(6) 2025 03:27:00.000, on (B)(6) 2025 13:28:00.000, on (B)(6) 2025 02:46:00.000, on (B)(6) 2025 18:23:00.000, on(B)(6) 2025 18:33:00.000, on (B)(6) 2025 11:31:00.000, on (B)(6) 11:41:00.000. Upon checking the pump diagnostic trace file, auto suspend alarm was expected since no keys pressed in the time duration set (10 hours) for auto suspend. Insert battery alarm was found on: (B)(6) 2025 05:07:52.000, on (B)(6) 2025 05:17:00.000, pump error 23 alarm was found on: (B)(6) 2025 05:18:04.000, power loss alarm was found on: (B)(6) 2025 05:18:25.000, on (B)(6) 2025 05:18:33.000, power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the battery was removed for more than 10 minutes. No unexpected pump error 23 alarm and power loss alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.74 mv). The pump was received without a battery. The pump was received without a battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka/low bgs. Customer alleged for absence of alarm (alert on low) and possible under delivery anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced both hyperglycemia and hypoglycemia and diabetic ketoacidosis with audio anomaly as the customer did not receive any alarms. The customer reported high blood glucose value of 1,062 mg/dl and low blood glucose value of 39 mg/dl. The customer was visited emergency room with emergency medical service treatment and then admitted to hospital in which they treated with intravenous insulin infusion. The customer also mentioned and they forgot his username and password. The event involved product(s) mmt-7333, mmt-332a, mmt-7040a, mmt-242a, mmt-1884l. Troubleshooting was performed for unexpected carelink personal login request or login assistance. The customer was successful in logging in to carelink personal. Reported issue resolved, no escalation required. Troubleshooting was performed for both hyperglycemia and hypoglycemia and the customer has been using the insulin pump system within 48 hours of reported high blood glucose event. The customer was using the auto mode/smart guard feature at the time of the event. Troubleshooting was performed for audio anomaly and confirmed audio option was enabled. The customer conducted audio test and pump did not pass. No further patient complications were reported. No product return is required for mmt-7333. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-242a. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions.mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.